Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated they were having sharp pain in the left buttocks and had to sit on their side. Patient stated the pain came and went. Contributing factors were unknown, it was unknown if the issue was resolved. Additional information was received. The patient reported they felt a dull pain and they believed their lead may be loose. They were advised to contact their doctor. No further complications were reported or anticipated.